Event description:
It was reported that an atrial leadless pacemaker developed high capture thresholds leading to non-capture and under-sensing a few months after implant. The device was explanted and replaced to address the issues. Patient was stable with no consequences.